Manufacturer narrative:
The device history record for the reported lot number, m5110t509, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units. This is the second of three reports. Refer to 8030647-2016-00044 for the first report . Refer to 8030647-2016-00046 for the third report. A report was received from (B)(6) stating there were three incidences of the suction valve getting stuck while suctioning the patient. Additional information received on 28-mar-2016 stated the problems were noticed as the clinicians were connecting the catheters to the patients. There were no patient injuries with any of the incidents. No further information has been provided at this time.